Event description:
Centralized patient monitoring was lost temporarily. During this short loss of centralized monitoring bedside monitoring utilizing, the bedside patient monitoring devices continued normally. The customer reported that one of their terminal servers (ts) failed. During the process to configure the replacement ts, one of the customer's central monitors rebooted, causing a reboot on the backup system as well, resulting in the loss of centralized monitoring.

Manufacturer narrative:
Method: welch allyn technical support analyzed the log files to confirm system reboot. Eval summary: the device is an installed centralized patient monitoring system that utilizes a sunblade 1500 central processing unit (cpu). This customer has a high availability (ha) pair, which is a pair of cpus running in parallel to reduce the possibility of the loss of centralized monitoring. If one system goes down, the second system is there to take up the centralized monitoring load. In this particular episode, system a, which is the primary unit in the ha pair, rebooted during a terminal server replacement and configuration effort. Normally, rebooting one system will not cause the backup system to reboot as well. In this case, it did resulting in a temporary loss of centralized monitoring. Welch allyn tech support assisted the customer in restoring normal operation. Although the acuity system was unavailable for centralized monitoring while the system was rebooting, patient vital signs monitoring continued at beside with the local bedside patient monitor for any patients connected to the system. There were no patients harmed in any way by the event. By event here and in the codes form 3500, we mean the loss of centralized monitoring. Evaluation of the system logs following the restoration of normal operation indicated that the primary system had been set up to control certain memory operations for the primary and ha backup system. When the primary system was rebooted as a result of the terminal server failure, those memory operations failed on the ha backup, causing it to hang and become unavailable. Finally, we are sending this report in more than 30 days after the become aware date. We originally thought that this report was a duplicate of the occurrence of a loss of centralized monitoring reported previously on MDR # 3023750-2006-176. Further investigation showed that, although the symptoms were similar and the dates were nearly the same, the two reports were not the same.